Event description:
An eye care professional reported that a patient experienced a central infectious corneal ulcer, right eye, associated with wear of focus dailies toric contact lenses. Permanent scarring is expected, however there has been no reduction in visual acuity. No further information is available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as an infectious central corneal ulcer." H.6.: as there was no product or lot number provided, no detailed investigation of manufacturing records can be performed.